Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for the follow up. Upon review, the implantable cardioverter defibrillator exhibited electrocardiogram (ECG) anomaly. Ventricular sensed events were observed but it is unclear what was the cause of those fast ventricular sensed events, suspected on the right ventricular lead. The device was reprogrammed and the patient would continue to be monitored.